Event description:
Discovery during daily qa check that one set of injection tubing would not run disinfectant through tubing and channels. The air/water and suction channel port was in backwards. The auto scope washers are checked each day but not usually with this particular tubing set. The tubing could have been this way since first received with new scope on 8/8/96 with potential infection risk to over 400 pts. Hosp. Infection control team is evaluating pts as endoscopy physician's request, at great expense. The port is only being used, at co's direction, to connect 4 short pieces of tubing into 2 long ones. Long tubing has been promised in the past but not delivered. Removed center ports from system but expect co to supply longer tubing upon receipt of this report. The auto disinfector has no alarm or sensor to alert co to such tubing obstructions or other mechanical failure of the scope disinfection process.